Event description:
The customer reported a fluid leak from a coulter lh 500 hematology analyzer. The volume of the leak was approximately 2 cups of bluish colored liquid that was not contained within the instrument. The customer was running controls when the leak was observed. The customer stated that the instrument had generated a" flow cell clogged" error message at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/12/2015 and found a clenz (cleaner reagent) leak from cut tubing at pinch valve pv37 and pinch valve pv42. He replaced the tubing through pinch valve (pv37) and pinch valve (pv42) which resolved the leaks and error. The instrument ran without leaks or errors and all repairs were verified per established service procedure. (B)(4).